Event description:
It was reported the original lead may have been left in during a revision. The patient's device had been moved from the left side to the right side due to her discomfort. There was a lead on her left side at the sacral nerve, s3. The patient's acupuncturist could feel a mass, but it was unclear where. The patient reported never having a therapeutic effect, and since implant the device had worked intermittently at best. The patient had a revision in (B)(6) 2010 because the system "didn't work." Additional details of the revision were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v332579, serial#, implanted: 2009 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(6), implanted: explanted: product type programmer, patient; (B)(4).